Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to a strange odor in the device. The patient alleges to experiencing a tingling sensation and shortness of breath. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged to a strange odor in the device. The patient alleges to experiencing a tingling sensation and shortness of breath. There was no report of serious or permanent harm or injury. There was no medical intervention required by the patient. The patient took the device to durable medical equipment supplier, and they placed an in-line bacterial filter on the device. Now the patient is getting a very strange strong odor that they can smell through the mask and taste and says it is very unpleasant when the device is turned on. On 2024-06-12 the device was returned to the manufacturer's product investigation laboratory for further investigation. During an internal investigation, the base unit was found to have unknown dust, dirt, fiber contamination throughout the device internals. Moderate dust contamination was observed on all surfaces of the base unit including the device board, capacitor, and sound abatement foam. The blower grommet and air inlet seal appear discolored. The manufacturer concludes that confirmed the presence of degraded sound abatement foam.